Event description:
International affiliate that the pedicle probe snapped. It is believed that pedicle broke breakage occurred intra-operatively, resulting in a reportable malfunction. Also noted was that a driver could not be separated from an expedium x-tab screw. These are concomitant devices. It was reported that the patient was not affected and the resulting delay was ten minutes.

Manufacturer narrative:
Depuy synthes spine does not use therapy dates as required. As a result, today's date has been entered into the required field. A follow up report will be filed upon receipt of the device and completion of the investigation.

Manufacturer narrative:
The expedium thoracic pedicle probe was not returned for evaluation. A review of the device history record identified no issues during the manufacturing and release of the probe or concomitant devices that could be attributed to the problem reported by the customer. Review of product complaints for the probe and concomitant devices found no emerging trends. Without a product sample we are unable to confirm the reported issue or identify the root cause. No corrective action is required as we are unable to confirm the reported issue or identify the root cause and there has been no observed systemic trend. If the complaint product sample becomes available, the complaint file will be re-opened and the products evaluated. Device not returned.